Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that prior to loading a monofocal intraocular lens (iol) the haptic folded improperly in the package. Although the physician was able to load the lens without incident, the haptic broke during the surgeon's attempt to insert the lens into the eye. Through follow up, it was learned that the lens was partially inserted in the patient's right eye and removed immediately. Another johnson & johnson lens (same model and diopter) was implanted as a replacement and without incident. There were no medical/surgical intervention outside of the standard care required. The patient has fully recovered. The explanted lens is not available for investigation. No further information was provided.